Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 600 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was : 80, 49, 64, 79 mg/dl and threshold/low suspend limit in sensor settings was 80mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer had not reported any symptoms and was treated with bolused and did manual injection. Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 60 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer could not to perform the high pressure test and performed displacement test and results were passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.